Event description:
It was reported that a user experienced hypoglycemia while using the ilet with a dexcom g6, where the pump displayed a glucose of 97 mg/dl while a fingerstick measured 41 mg/dl, prompting a neighbor to call emergency services and resulting in on-scene assessment without transport; the user self-treated with oral carbohydrates provided to paramedics, glucose rose to 125 mg/dl, and the user subsequently calibrated the g6. Symptoms included neuroglycopenic and adrenergic manifestations consistent with low blood glucose. Outcomes included temporary interference with daily activities and involvement of emergency medical services without hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed a glucose reading discrepancy between the cgm and fingerstick consistent with sensor-related inaccuracy during hypoglycemia. It was concluded that hypoglycemia occurred with an unclear cause, with the device functioning per design based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.